Event description:
While servicing the device, an authorized bench technician discovered that the capacitor output was below allowable specifications and required replacement. There was no patient involvement.